Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and abdominal pain ("severe abdominal pain") in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included body mass index normal. In (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2014, the patient experienced fatigue ("hormonal changes: she felt frustrated because she was fatigued"), migraine ("migraines / headaches") and headache ("migraines / headaches"). On (B)(6) 2014, the patient experienced dyspareunia ("painful intercourse, dyspareunia (painful sexual intercourse)"). On (B)(6) 2015, the patient experienced allergy to metals ("nickel allergy"). On (B)(6) 2015, the patient experienced alopecia ("thinning of her hair, hair loss"), weight increased ("weight gain/ loss( specify which one): weight gain"), hirsutism ("hormonal changes: hair growth on my chin") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced abdominal pain (seriousness criterion medically significant), nausea ("nausea"), dizziness ("dizziness"), back pain ("severe lower back pain"), arthralgia ("severe hip pain"), vaginal infection ("vaginal infections"), weight fluctuation ("weight fluctuation"), hormone level abnormal ("hormonal changes"), dysgeusia ("metal taste in mouth"), abdominal distension ("bloating") and abdominal pain lower ("cramping"). The patient was treated with ibuprofen (motrin) and surgery (hysterectomy (partial) and salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, weight increased, hirsutism, vaginal haemorrhage, headache, allergy to metals and dysmenorrhoea outcome was unknown and the abdominal pain, nausea, dizziness, alopecia, fatigue, dyspareunia, back pain, arthralgia, migraine, vaginal infection, menorrhagia, weight fluctuation, hormone level abnormal, dysgeusia, abdominal distension and abdominal pain lower had not resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, alopecia, arthralgia, back pain, dizziness, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, headache, hirsutism, hormone level abnormal, menorrhagia, migraine, nausea, pelvic pain, vaginal haemorrhage, vaginal infection, weight fluctuation and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). Hysterosalpingogram - in (B)(6) 2015: full occlusion of fallopian tubes. Quality-safety evaluation of ptc: ptc global number: (B)(4). Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 27-feb-2018: pfs received: new reporters, patient demographic information, product removal date, , concomitant diseases, historical conditions, treatment medication, new events weight increased, hirsutism, vaginal haemorrhage, headache, allergy to metals, dysmenorrhea and pelvic pain added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.